Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section h-6 health effect - clinical code: 2140 dysphotopsia - negative and visual disturbance- dysphotopsia. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released according to specification. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zlu300 14.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient reports complaints of being unhappy with the vision quality. Iol explant procedure was cancelled and will be rescheduled. The suspect iol is not available for return as it remains implanted. No further information is available. 13-may-2024: additional information was received confirming the iol was explanted in a secondary surgical procedure due to complaints of blurred vison, negative dysphotopsia, decreased depth perception, blue tinted vision, and temporal distortion. The explanted iol was replaced with a zcu225 15.5 diopter iol. There was no product quality issue that contributed to the iol explant decision. There was no complication, incision enlargement, serious injury, sutures, and no vitrectomy during the explant procedure. Patient status post-lens exchange was reported as visual acuity (va): 20/300, pinhole (ph): 20/100. Patient will continue all surgical drops and follow-up in 1-week. On (B)(6) 2024 va was reported as 20/30+2. Patient will continue to follow up postoperatively. No further information is available.